Event description:
It was reported an implantation of a cdh legacy 5.5ti l3-l5 construct in 2005. (4x fascrews + 2x prebended rods, no screws into l4). X-rays from 2006 and one month later are showing setscrews back-out. No pt complications reported.

Manufacturer narrative:
Device was not returned to MFR for evaluation. Unable to determine the cause of the event.